Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the nozzle could not be identified. A definitive root cause of the issue could not be determined, as no additional event or device reprocessing information was reported or available, however, it is possible that the device reprocessing was insufficient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, the objective lens was dirty, the connecting tube was dented, there was no image on the monitor due to dirt on the objective lens, the paint of the suction cylinder was peeled, the control unit was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the operational part of the evis lucera elite gastrointestinal videoscope made an abnormal noise. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.